Event description:
It was reported via call to technical services that the lead had pacing impedance increases noted over time, up to 1760 ohms. The pacing coil was inactivated and a new pacing lead implanted. Both leads remain implanted/in use. No patient complications have been reported as a result of this event.